Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks a4: no information available. Blocks b6: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is thailand. Block h3: the omniwire was not returned to the manufacturer for evaluation, thus the cause could not be established. Block h6: based on the photo received, the guidewire appeared to be stretched. Blocks h7, h9, & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a omniwire was used in a diagnostic coronary procedure in a slightly calcified distal lad. During pullback, the guidewire became stuck inside the patient. A non-philips micro catheter was used to remove the guidewire successfully. No patient injury reported. This adverse event and product problem is being submitted because the omniwire was entrapped and additional intervention was required to remove the device.